Event description:
Complainant alleged that during biomed testing, the deivce displayed a "bridge test failed' message. Complainant indicated that there was no pt involvement in the reported malfunction.